Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer took too large a bolus for the carbohydrate content of the meal. The customer's blood glucose (bg) level was in the 30s-40s mg/dl. Customer consumed carbohydrates to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management. Additionally, it was reported that an empty cartridge alarm occurred; the events surrounding the alarm were not confirmed.